Event description:
Patient presented to hospital with pain, discomfort and squeaking from the hip joint. At this stage the x-rays were showing the poly liner had disassociated from the acetabular shell. The patient was booked for revision of extruded poly liner.

Manufacturer narrative:
Examination of the returned devices by depuy (B)(4) commercialized product development devices confirms wear patterns on the femoral head suggest the liner disassociated allowing the femoral head to contact the acetabular cup. However, because the cup was not returned for examination, this cannot be confirmed for matching wear. The returned liner also shows signs of unusual wear, four of the ards have been fractured, further indicating the eccentric loading. Also noted was the absence of visible marks left from taper lock. Review of provided patient x-rays the acetabular cup appears to be placed in proper position. The femoral head appears to be eccentrically located within the polyethylene insert of the acetabular cup suggesting the line has disassociated from the acetabular shell. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. It cannot be determined, with the information provided, that the complaint is product related. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.